Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected. H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted emergently via the left femoral artery in a 67-year-old female patient for cardiomyopathy, presenting in society for cardiovascular angiography and interventions (scai) stage b. The procedure was performed independently in the cardiac catheterization laboratory. Upon arrival to the unit, the patient was noted to have bleeding from the impella access site in the left femoral artery. The care team placed a purse-string suture around the access site and applied a femstop compression device proximal to the insertion site. No blood products were administered at that time. The impella cp was removed from the left femoral artery in the cardiac catheterization laboratory. The patient was noted to have loss of distal pulses in the left lower extremity, and the care team was unable to obtain palpable or doppler left popliteal or pedal pulses. Vascular surgery was consulted pending patient consent) for arterial cutdown. It was noted that the impella cp was removed due to the patient being placed on comfort care, and that the left lower-extremity perfusion findings were not attributed to removal of the impella cp device. (The current outcome status with explant was listed as stable.)